Event description:
Healthcare professional confirmed left side deflation.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, crease fold, wear abrasion, an opening on posterior. Leak test and microscopic analysis was performed which identified, a crease sharp opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a crease sharp opening on posterior assessed, as fold flaw opening.

Event description:
The device has been replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side "deflation". The device remains implanted.